Event description:
It was reported that during a coronary artery stenting procedure, the physician experienced withdrawal resistance while removing the taxus express2 2.75 x 24 mm drug eluting stent from the left anterior descending (lad) artery. During the attempt to cross a 99% stenosed and severely tortuous and calcified lesion located in the lad artery, the physician opted before deployment to remove the 2.75 x 24 mm taxus express2 stent and use an unk device instead. But upon removal, withdrawal resistance was met. The physician slowly removed the device, but after removal noticed that the stent struts had lifted. The procedure was successfully completed with another unk device. The site reported that there were no pt complications.